Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour next meter.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found. Section b5 of the initial report indicated "the customer reported that her blood glucose readings were not being stored in the memory of the contour next one meter." The actual meter involved in the event occurrence was contour next. Section b5 has been updated to reflect the correct information.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.